Event description:
It was reported that an abbott representative was charging a patient charger that was to be provided to a patient the following day. During the charging process, the representative noticed a chemical or burning odor. Upon inspection, the charger block was found to be hot to the touch and showed evidence of melting on its surface.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.